Manufacturer narrative:
The customer¿s report that the system alarmed for a communication error was confirmed and the system error was replicated; however, epinephrine, norepinephrine and other unspecified medications were not infusing at the time as reported. Analysis of the pcu event and error logs for system 1 indicated that on 10 august 2017 at 5:32pm an infusion of ivf bolus was started on channel b at 999 ml/hr. The user performed a rapid action of closing the door and starting the infusion with a safety clamp open alarm momentarily generated just before the infusion start. Channel d was programmed to infuse norepinephrine but was placed in standby mode (delay for 15 minutes duration). Channel b alarmed with ail at 5:38pm, stopping the infusion. The user reprogrammed channel b and when the start key on the pcu was selected this state change to the pump module triggered the system error (255-16-275) that was recorded as an 800.8000 error in the error log. Analysis of the pcu event log for system 2 indicated it was powered on at 5:40pm on 10 august 2017 after the system 1 error event noted above. Channel a was programmed to infuse norepinephrine and was placed in standby mode (delay for 25 minutes duration). Two minutes later the user opened the door on channel a, removed the disposable set, and turned off the system. No fluids infused and no malfunction or error event was recorded. The root cause is a known software issue related to a race condition in which the module went from an alarm state (safety clamp open) immediately into an infusion state, followed by a later state change when the start key was selected.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of epinephrine, norepinephrine and two other unspecified medications, the system alarmed for ¿communication error¿ and ¿froze up.¿ a second pcu with two pump module were obtained; however, it also malfunctioned. A third system was obtained and the infusions restarted. During the time it took to obtain the replacement system, the patient¿s mean arterial pressure dropped to 49 mmhg from the intended 70 mmhg or greater value. There was no lasting patient harm.